Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the day post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system an x-ray was done which found that the electrode had moved. A two incision technique had been used at implant. By x-ray it appeared that the distal electrode tip was anterior, by fluoroscopy it was not as obvious. The revision was performed and the distal end was sutured down. No adverse pt effects were reported. The system remains in service.